Event description:
It was reported during follow-up that atrial noise was observed through the pulse generator. The patient was noted to be in good condition. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.